Event description:
It was reported that during percutaneous coronary intervention, a balloon ruptured occurred. The target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. On a second inflation of a 3.00mm x 15mm emerge balloon catheter, the balloon was inflated at nominal pressure and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was received for analysis there was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).